Event description:
A customer contacted beckman coulter regarding an erroneously low total prostate specific antigen (tpsa) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for tpsa and a result of 0.00ng/ml was obtained. The result was not reported out of the lab. The customer re-tested the original sample for tpsa in an insert cup in a 200 series rack and the repeated result was 4.06ng/ml. The sample was poured off and reran in duplicate; the results were 4.17ng/ml and 4.03ng/ml. The customer then tested a second sample, from this patient, in an insert cup for tpsa and obtained 2 results of 3.74ng/ml and 3.69ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
No errors or system flags were associated with the erroneous result. The customer was not questioning other assays at the time of this event. The samples were collected in bd, 16x100, sst tubes. The specimens were sampled from insert cups using 200 series racks. A field service engineer (fse) was dispatched to the customer's lab on 10/23/2006. The fse verified reagent pack seal, probe hole location, and pipettor alignments. The fse conducted diagnostic testing which passed. The fse indicated that the customer had been getting sample carousel motion errors. The fse did troubleshooting of carousel motion errors. The fse verified the instrument per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.